Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatches: 1221934-2018-54654, 1221934-2018-54655.

Event description:
It was reported via email by the sales rep that during a rotator cuff procedure, when the suture was captured with their ideal suture grasper, the device was then moved into the close position, the inner wire did not maintain a folded position at the distal end. The inner wire straightened out, making it unusable. This happened to 3 devices. They opened a fourth device to complete the procedure. There was a 12 minute delay, and no patient consequences. The devices were discarded by the facility.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A non-conformance search was performed for this part (251723), lot (l846833) combination and no non-conformance's were identified. We cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report numbers: 1221934-2018-54654 and 1221934-2018-54655.